Event description:
The hcp reported that approximately 3 hours following refill, the pt began feeling "rather strange" and was directed to the emergency room. The hcp reported that at refill no volume discrepancy was noted. The pt complained of "some stinging"; the hcp noted a "spurt" from the pump site when the needle was removed. Upon admission, the pt was administered naloxone and the pump pocket was washed with saline. When the pump was accessed at this time, 32 ccs were removed; 60 ccs had been the amount refilled earlier in the day. "Obvious swelling" around the pump pocket was noted. The pt was observed in the high dependency unit where he remained at the time of this report. "He is appraently well. It is intended that the pump will be accessed tomorrow to check volumes and, if all is well, he will be discharged home." There were no plans to replace or explant the pump. A follow-up report will be sent when additional information is available to co.

Event description:
The hcp reported that the pump reservoir volumes were "as expected". The patient was discharged to home and no further intervention is planned at this time.